Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Manufacturer narrative:
Date of event is estimated.

Event description:
Patient experienced pain at the ipg site due to the scs ipg shifted towards the midline. As such surgical intervention took place where the ipg was replaced with a smaller one thereby addressing the issue.